Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event. The patient was treated with intraperitoneal cefepime (dosage duration and frequency not reported) for the peritonitis. The patient was discharged from the hospital after seven days. At the time of this report, the patient has recovered from the peritonitis. The patient's caregiver was retrained on aseptic technique. Action taken with therapy was not reported. No additional information is available. This is report 2 of 4 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. This is the same patient as (B)(4). Should additional relevant information become available, a follow up report will be submitted.